Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air in line issue. Device will read air detected. Also, when the device tries to pump the correct amount while running preventative maintenance, it always fails because it is lower than the passing rate. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Unable to view the event log due to error code 45639. There was no service history within last twelve months. Visual inspection showed the downstream occlusion (dso) seal was lifting. The dso seal was replaced. Functional testing was performed, and the complaint was confirmed. The printed wire assembly (pwa) was replaced to resolve this issue. The air in line detector was also found to have physical damage and was replaced. Analysis was unable to pull the motor odometer due to error code 45639, so the motor was replaced.